Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's grandmother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 223 mg/dl. Customer stated that he got a button error alarm on saturday. Customer's grandmother changed the battery and the pump is working now. The alarm occurred saturday morning when the customer woke up on (B)(6) 2014. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, and scratches on the reservoir tube window.